Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 1425mg/dl, and he was treated with an insulin drip. It was stated that he went to swim, removed the insulin pump, and then he went back to his hotel room and showered. It was stated that his girlfriend found him unconscious and he was unable to wake up. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run the fixed prime test and the insulin did exit. Performed the high pressure test and passed. Advised to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.